Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 4,000 mcg at 6.8 mcl/day via an implantable pump for unknown indications for use. It was reported that the synchromed (synch) 2 was having excessive air aspiration. There were no symptoms shown by the patient and excessive bubbles were noticed while trying to aspirate the pump. The rep stated that they did not physically see it their self and saw notes reported by another employee. There were no environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting included a dye study being done and no leaks or blockage was seen. Actions/interventions taken included a replacement done on both pump and catheter on (B)(6) 2024. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The 8780 was left in the patient and the catheter was cut and tied off by the doctor. The spinal segment and most of the pump segment was left intact and only the pump was explanted completely. The patient's weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they were notified of a dye study on 2024-01-22. The doctor wanted to make sure the catheter was functioning as expected. The rep stated that the doctor performed a dye study and stated that there were no visible leaks or blockages from the dye study which indicated an intact catheter. The hcp stated that during the aspiration, it was observed that more than expected air bubbles were visualized but the hcp could not make the determination that the catheter was not functioning as expected based off of a successful dye study and normal CT scan. The cause of the excessive bubbles when aspirating the pump was not determined. The rep also stated that the pump was returned.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2024: gablofen with concentration 4,000.0 mcg/ml at a dose rate of 1,239.8 mcg/day medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.